Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). The lesion was predilated with a 2.5x12mm apex balloon at 12atms. A 2.50x20mm ion stent delivery system (sds) was advanced to the lesion and successfully deployed. The physician then attempted to advance another 2.50x20mm ion sds to the proximal rca; however, the device was unable to cross the lesion. The sds was removed from the patient and it was noted that the stent was buckled and the struts were raised on the proximal portion of the stent. A cutting balloon was then inflated in the lesion and two 2.50x12mm ion stents were successfully implanted in the lesion. The procedure was successfully completed with no patient complications reported. The patient¿s current condition is fine.